Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient faced insulin flow block alarm event on 28-jul-2024. The blockage was located in the tubing connector to reservoir. No further information available.